Event description:
It was reported that this device was found to be operating in safety mode. Technical services discussed the non-programmable parameters and recommended the device be replaced and returned for analysis. The local distributor representative provided this information to the physician. Later, the distributor representative provided the model/serial for the second affected device and reported that this pacemaker was also successfully explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to correct a discrepancy in the device manufacture date.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this device was found to be operating in safety mode. Technical services discussed the non-programmable parameters and recommended the device be replaced and returned for analysis. The local distributor representative provided this information to the physician. Later, the distributor representative provided the model/serial for this second affected device and reported that this pacemaker was also successfully explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this device was found to be operating in safety mode. Technical services discussed the non-programmable parameters and recommended the device be replaced and returned for analysis. The local distributor representative provided this information to the physician. Later, the distributor representative provided the model/serial for the second affected device and reported that this pacemaker was also successfully explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being filed to correct a discrepancy in the device manufacture date. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry and no memory download could be performed. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. A high current drain was detected, and detailed analysis confirmed the identified high current drain was a result of compromised capacitors which resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The battery was sent for further testing. This analysis found no battery-related anomalies that would have caused the device to revert to safety mode operation.